Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported after using bd vacutainer® pst¿ gel and lithium heparin 83 units, erroneous results- creatinine were seen in one (1) patient samples. The test was repeated with a different tube type with a normal result. No adverse impact was reported regarding the patient or user.